Manufacturer narrative:
The product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. There is one other complaint in this lot. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after the intraocular lens (iol) implantation, she experienced blurry and disturbed vision with lights. She noted difficulty with accommodation from near and far, at times seeing side reflections of the lens and can no longer drive in the evenings due to light aberrations; headlights and lights are cobwebbed with concentric circles. She reported psychological and physical discomfort for the changed life. During follow up with an ophthalmologist, she was informed that the lens is in place and well adhered; it would be risky to do another surgery to remove it. She was prescribed an ophthalmic drop for the symptoms. Additional information received, the patient complaints of inconvenience that no longer allows a nightlife.